Manufacturer narrative:
An investigation of the reported condition was performed at the manufacturing facility. The photographs submitted by the customer depicts loose particulate that is not embedded to the syringe. The particulate is not in the fluid path. An acceptable quality level (aql) of 6.5 is for embedded particulates and extraneous matter or inclusions in molded parts. The inspection procedure for visual inspection is conducted under normal lightening approximately 18 inches from the eye, unaided by magnification. The samples provided by the customer acknowledge particulate matter was loose, not embedded and not in the fluid path. Specifically, lot quantities exceeded the requirement of the finding of 10 syringes per lot as noted in the customer complaint does not fail the aql 1.5. The device history record (DHR) for the lot indicates the entire product manufactured met the specification requirements with no non conforming product identified relating to this customer complaint report. This lot is bulk packaged and therefore, the extra handling after the lot has left the manufacturing facility cannot be ruled out as a contributory factor of the contamination. Process inspections conduct visual and physical inspections at designed intervals throughout the manufacturing of the lot to ensure the entire product produced meets all required product specifications and aql. A lot cannot be released unless it passes all the visual and physical testing requirements. Based on the information available and the investigation findings, a corrective and preventive action (CAPA) is not deemed necessary at this time.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states white particulate was found both inside and outside of the syringe.